Event description:
It was reported that pump had spiderweb cracks behind touchscreen that affected ability to read and interact with screen. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy.